Event description:
It was reported that the implantable pacemaker device was turned off. A new deice was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker device was turned off. A new device was implanted. No additional adverse patient effects were reported. Additional information received which indicated that this device was explanted and a new device was implanted.